Event description:
It was reported to MFR that high lead impedance with a dcdc code of 7 resulted from an unk diagnostic test performed on the vns patients' device. X-rays were sent to MFR to review and revealed that the lead body appeared to be twisted in a fashion that is typically seen with "twiddlers syndrome". There appeared to be two gross lead discontinuities visualized on the lead body. It was recommended to the site that the output current should be set to 0ma. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.